Event description:
(B)(6) has been my patient since a tractor accident in 2022. At that time (B)(6) was in severe pain, muscle spasms and unable to ambulate on his own for a period. He successfully rehabbed that injury and has been doing great, until (B)(6) of this year when he felt his new device and pacemaker were in contradict. He was seen in our office in (B)(6) for rib pain, shortness of breath, and reported pacemaker/ defibrillator firing instances. I saw him on (B)(6) and his pain level was back near his accident in 2022. When I saw him in (B)(6), he has lost weight, has muscle spasms and severe pain. Pt codes: 2607, 4521, 1994, 1776, 1816. Device codes: 4001. Ref report: mw5178276.